Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional information was received from the user facility regarding the reported event (abnormality inside the channel): the reported event was observed while cleaning the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the forceps channel in the insertion tube was also crushed due to the collapse of the insertion tube, leading to clogging when the cleaning brush was inserted. As a result of trying to forcibly insert it in that state, it is likely that the brush part fell into the forceps channel because the shaft part of the cleaning brush was broken due to the load. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, it was observed the forceps could not be inserted at all due to clogged forceps channel. In addition, service found the bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. The flexible tube of the insertion section was crushed, the adhesive on the bending section cover was chipped, there was a leakage due to perforation of the suction channel in the universal cord, there was a leakage from the switch button #1, and the switch button #4 was worn. Scratches were observed on the insertion tube, the bending section cover, the control section, the switch box, the control section cover, the up/down knob, the up down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector, the scope connector cover, and the right left angle fixing knob due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited abnormality inside the channel. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that broken cleaning brush was clogged in the channel. This report is being submitted for the foreign material in channel. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.